Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation the cervix was dilated and a metal sound was used. Two disposable novasure devices were used and both failed cavity integrity assessment (cia). The novasure was aborted and the physician moved on to a laprascopic tubal ligation where a perforation was noted. No treatment was given.